Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The cause, treatment, and outcome of the event were not reported. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).